Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3531, serial#: (B)(4), implanted: (B)(6) 2015, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that actions taken include analgesic treatment. The issue was not resolved. On (B)(6) 2017, a new contralateral device was implanted in the left side so the patient is now bilateral.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported the patient had urgencies and lumbosciatic pain since (B)(6) 2015. The stimulator was stopped for 15 days and the event resolved on (B)(6) 2016. The event was assessed as not serious, not related to procedure, and not related to device though it was indicated it can be related to the stimulation. No surgical interventions occurred. Medical history included functional idiopathic incontinence since 1994.